Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 22 mmol/l; cause was due to occlusion alarms. Customer delivered a correction bolus to address bg level. Customer performed a supply change to resolve the issue.